Event description:
The customer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The circuit breaker was replaced during the service call. The system was found to be working as intended and put back into service.